Event description:
As reported by the user facility: customer reports under-infusion: vancomycin set at 150 ml/hr, only half infused and pump re-set to infuse the remaining amount. No pt injury. MFR reference # 9610825-2013-00320.